Manufacturer narrative:
This report is submitted on july 16 2020.

Event description:
Per the clinic, the patient experienced dizziness after the implantation surgery. The patient underwent revision surgery (date not reported) to reinsert the electrode array into the cochlea.